Manufacturer narrative:
The insulin pump was received with a constant motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the displacement test due to motor error alarm. The insulin pump responded properly to button presses. No damage noted on keypad traces. The connector on lcd board was locked. No cosmetic damage noted.

Event description:
The customer reported via phone call that the insulin pump would activate the act button without input from the customer. It was also found the customer received a motor error alarm during a prime. Customer's blood glucose was 418 mg/dl. The customer could not recall any significant events leading to the alarm. Customer stated the insulin pump may have been dropped. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.